Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen cracked after the user dropped the device, and the pump was no longer functional or watertight. Symptoms included no change in blood glucose. Outcomes included device replacement logistics, user instruction to shut down the device to avoid further alerts, continuation of cgm use with dexcom, and shipment and return coordination. Investigation included review of user report and device history, shipping and return tracking, and assessment of device condition upon report. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, resulting in loss of functionality and loss of water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.